Event description:
Reporter stated sodium result for one specimen was 117 mmol/l and upon repeat was 140 mmol/l. Reporter indicated that the second result was provided to the physician. The field service engineer verified that the system was functional and was unable to determine the cause of the event.